Event description:
It was reported that during the implant attempt, blood flowed into the tip of the lead and that the pacing impedance increased to 2000 ohms. The lead was removed and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The device is part of the advisory for this model.